Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -9.00 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens, an additional suture was used and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Report source: "distributor" replaces "user facility". (B)(4).